Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing ipg site tenderness. The physician gave the patient an epidural steroid injection and the patient was doing well.